Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and display anomaly. Customer's blood glucose at time of incident was 10mmol/l. Customer stated that the damage is broken screen. Customer noticed the screen have a circular gray area with rainbows around blocking sections of the screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. The motor and battery tube assemblies were found corroded. The pump failed the leak test. There was a leak at a crack on the back of the case. Unable to perform functional tests, including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to a blank display. The pump had a cracked case on the corner of the belt clip rails near the battery compartment, a stained serial number label and minor scratches on the lcd window.